Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that a lead integrity alert (lia), a lead noise warning, and a bipolar lead impedance warning triggered for the right ventricular (rv) lead. It was noted that an rv tip to rv coil lead impedance warning also triggered. High pacing impedance and oversensing noise were noted in addition to high rate non-sustained episodes and ventricular tachycardia non-sustained episodes. It was noted that an exit block occurred. The rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.